Manufacturer narrative:
Summarized patient outcomes/complications of left atrial appendage occlusion compared to anticoagulation in patients suffering from atrial fibrillation with advanced chronic kidney disease were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, peripheral artery disease prior stroke, transient ischemic attack, coronary artery disease, percutaneous coronary intervention, coronary artery bypass grafting, heart failure cancer, liver disease, labile inr, bleeding, intracranial bleeding, and atrial fibrillation. Some of the complications reported were transient ischemic attack, embolism, pericardial effusion, cardiac tamponade, stroke, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: left atrial appendage occlusion compared to anticoagulation in patients suffering from atrial fibrillation with advanced chronic kidney disease b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left atrial appendage occlusion compared to anticoagulation in patients suffering from atrial fibrillation with advanced chronic kidney disease", was reviewed. This research article is a retrospective single-center experience to compare left atrial appendage occlusion (laao) against medical therapy in advanced chronic kidney disease (a-ckd) patients. The device included in the study was the amplatzer amulet. The article concluded that compared with oral anticoagulation therapy, laao has no differences in efficacy, but fewer major bleeding rates were found. [The primary and corresponding author was sergio lópez-tejero, servicio de cardiología, complejo asistencial universitario de salamanca (causa), universidad de salamanca (usal), 37007 salamanca, spain, with corresponding email: ser_slt@hotmail.com]. This study included all patients suffering from atrial fibrillation with advanced chronic kidney disease under follow-up from 01 (B)(6) 2023. A total of 183 patients were included in the study, of which 52.45% (96) received an abbott device. The left atrial appendage occlusion (laao) group average age was 78.27 years. The oral anticoagulation (oac) group average age was 81.2 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, peripheral artery disease prior stroke, transient ischemic attack, coronary artery disease, percutaneous coronary intervention, coronary artery bypass grafting, heart failure cancer, liver disease, labile inr, bleeding, intracranial bleeding, and atrial fibrillation.